Manufacturer narrative:
For 2 events, upon investigation of the patient sample, an interferent against a component of the reagent was confirmed. For 1 event, the investigation reproduced the results that were generated at the customer's site. No interferent could be identified. The investigation did not identify a product problem. The cause of the event could not be determined. The follow up/corrective actions for all 3 events was that the samples were requested for investigation. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events. Non-reproducible results were generated by the cobas 8000 e 602 module and the cobas 6000 e 601 module. The event involved a total of 3 patients with non-reproducible results for the elecsys ft3 iii assay. For the 3 patients, the ages ranged from (B)(6) - (B)(6). The patients' weights were requested, but were not provided. There were 2 females and 1 male. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.